Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 119 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer.

Manufacturer narrative:
Device not returned.